Event description:
Additional information received from the manufacturer representative reported that the patient was able to move their legs.

Event description:
Additional information received reported the patient has been paralyzed from the waist down since the implant/explant on (B)(6) 2015. The patient did not know if the device caused the paralysis. The indication for therapy was spinal pain. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The healthcare provider (hcp) via a manufacturing representative (rep) reported that the patient could not move her legs post implant. The neurosurgeon tested reflexes and did the routine tests that they would perform in recovery. The patient decided to take the patient back to surgery to have everything explanted from the patient. It was unknown if the issue was resolved at the time of the report. The rep later reported that it was believed that the patient was doing better now. The rep planned on being in the physician's office on (B)(6) 2015. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.